Event description:
The customer reported to beckman coulter (bec) that 15 ml of blood had leaked from around the shear valves of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The operator was wearing gloves, eye glasses and a laboratory coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated for this event, and no death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak at the differential shear valve caused by tubing that was deteriorated. The fse replaced the aspiration tubing to shear valve resolving the leak. Failure mode was related to deteriorated tubing to differential shear valve. (B)(4).